Event description:
On (B)(6) 2009, the pt reported that both the up and down buttons of his infusion device were not functioning properly. He stated that after the battery is replaced, the buttons do respond to presses. He stated that the infusion device had not been exposed to water. When asked if the infusion device had been dropped, he stated "nothing serious." No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.